Event description:
It was reported that the patient presented in clinic with shocks. The device was interrogated and displayed possible problem in the hv circuit. Analysis of the ICD identified a lead insulation issue. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output circuit damage was confirmed via laboratory. An arc mark was observed on the can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench and analysis found the high voltage output circuit damage on the device. The cause of the device damage was lead insulation damage.